Manufacturer narrative:
The suspect battery charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the motor battery charger board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect motor battery charger has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the motor battery charging board was outputting a voltage slightly higher than expected. No additional information was provided. There was no patient present when this issue was identified.